Manufacturer narrative:
Drive support disk was inspected and no anomaly was noted. Device received with cracked/detached end cap. Unable to rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test due to cracked/detached end cap. Device had cracked reservoir tube lip. The test reservoir locked in place properly and no anomaly noted.

Manufacturer narrative:
The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the drive support cap was damaged. The customer¿s blood glucose level was unknown at the time of the incident. Customer also reported that reservoir had crack. Drive support cap was sticking out. The insulin pump will be returned for analysis.